Event description:
It was reported that approximately 5 months prior the right ventricular (rv) lead triggered an alert for high/undefined superior vena cava (svc) defibrillation coil impedance. It was further reported that the lead is currently exhibiting high threshold and it was noted that this is consistent with historical trends. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continued concomitant medical products: product ID: 5076-45 lead, date of implant: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.